Manufacturer narrative:
The following devices were also listed in this report: tridentii hemi cluster50d; cat#: 702-11-50d; lot#: 66142701 6.5mm low profile hex screw 40mm; cat#: 7030-6540; lot#: 4vx; restoration adm x3 ins; cat#: 1236-2-244; lot#: 376671; 22.2mm + 3 lfit v40 head; cat#: 6260-9-222; lot#: 62755907; size 4 accolade ii 127 deg; cat#: 6721-0435; lot#: 73829504. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to suspected infection (it was not reported to the rep if infection was clinically confirmed). The patient's entire hip construct (stem, head, adm/ mdm liner construct, shell screw) was revised to a new shell, screw, poly liner, stem, and head. Surgeon reported there are no allegations against the revised implants and cited a patient factor of destructive IV drug use. Rep provided the primary and revision implant reports and confirmed that no further information will be available.